Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying on the side. The patient noted shortness of breath and fatigue. The parameters on the left ventricular (lv) lead were reprogrammed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 implantable pulse generator (ipg) implanted: 2011 (B)(6); product ID 5076 implantable pacing lead implanted: 2011 (B)(6). (B)(4).